Event description:
It was reported that the patient started having leakage again. The patient noted a loss of therapeutic effect. The patient was implanted on (B)(6). In the beginning for a couple days, she had very slight leakage. Patient thought the slight leakage was due to swelling and bruising. At the beginning of the reporting, the patient noted: "all of a sudden" she started leaking all the time. Patient services asked when this started - patient noted within in the last couple days. The leakage was almost as bad as it was before the implant. The patient currently had to wear a pull up and 2 pads. When the patient leaks, it runs down her leg. The patient was going to the bathroom at night every hour. Regarding if this also started within the last couple days, it was noted it started a little more than a couple days ago. Later in the reporting, the patient noted the leakage had slowly been getting worse. The patient synced with her ins. The patient saw the stim on icon. The patient increased stim from 0.3 to 0.5 where she reported feeling stim comfortably. 0.7v was too high for the patient. The patient was sitting down while she was increasing stim; when she stood up 0.7 was to strong so she lowered it to 0.5v. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0ay16, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).